Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and user alleged on insulin pump for possible under delivery alarm. Blood glucose level was 444 mg/dl. Customer was not using auto mode feature at the time of reported high blood glucose. Customer treated with injections for their high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer declined to proceed high pressure test and would like to get a replacement insulin pump. As per patient, insulin pump was not delivering insulin, user tried different parts of the body. Insulin pump will be returned for analysis. Reservoir will not be returned for analysis.